Event description:
Biomed requested event log review due to overinfusion of cardizem. Bag of 100mg/100ml was hung at 1540 after IV push dose was drawn from bag and given. Vtbi 90 ml, rate 10 ml/hr. Patient went to CT and became flushed red before procedure. When returned from scan 25 minutes later, bag found empty at 1610. At end of procedure patient turned blue and short of breath, was transferred back to ER, became purple, hypotensive and barely responsive. Treatment of calcium and another binding agent was given along with external pacing until internal pacer took over. Patient was later improved, sitting up, conversant and no longer being paced. Facility unsure which device was involved but has sent event logs from suspected device. Investigation is ongoing. Follow-up report will be submitted when investigation is completed.